Manufacturer narrative:
Section b3: date of death corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient's outcome could not be conclusively established through this evaluation. Cause of death was not provided for data protection reasons. An autopsy was not performed, and it was reported that the device was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the driveline were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU is currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the outcome was not considered device related. The device worked as intended.

Event description:
It was reported that the patient passed away. The cause of death was not provided. Whether the outcome was device or therapy related was not provided by the customer. An autopsy was not performed. The device was not explanted.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete. Section e1: reporter address line 2: (B)(6) .